Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital and advised by her doctor to get the insulin pump replaced. Customer's blood glucose was 430 mg/dl at the time of the incident and it was currently 293 mg/dl. Customer treated with 5 units of insulin. Customer's blood glucose dropped to 140-160 mg/dl and after about 30 minutes, it jumped back up to 400 mg/dl. There was an emergency room visit for the high blood glucose on (B)(6) 2016. Customer's blood glucose was 430 mg/dl at the time of the emergency room visit. Customer was feeling ill. Customer changed the site, checked ketones, and did not know what wrong, so they went to the hospital. The customer stated that it was because of high ketones. Customer was given insulin and fluids. Customer was wearing the pump at the time of the ER visit. Troubleshooting was performed and cannula was not bent when removed. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.